Event description:
It was reported that (1) tct10 was during an appendectomy procedure. It was reported by the affiliate that the device does not fire. Opened another device to complete the case. There was no consequence to pt.